Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery using the pre-close technique via a 5f sheath hole prior to a thoracic endovascular aneurysm repair (tevar) interventional procedure. Reportedly, the suture was missing [cuff miss] during deployment. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 26f sheath and the tevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A second prostyle device was received by the abbott returned goods lab. Analysis of the device found that the anterior needle was returned with scratched barb [suture retrieval issue]. There was no information reported regarding this device. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The returned product observation determined a suture retrieval issue. The production records for this product could not be reviewed because the part number and lot number were not reported. Corrective and preventive actions (CAPA) reviews was not performed because a specific failure mode for this complaint was not provided. Based on the observations from the returned analysis, the investigation determined that the observed suture retrieval issue and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided. The first reported perclose prostyle device referenced in b5 is filed under a separate medwatch report number.